Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/20/2019. Additional h3 investigation summary: a top foil and a dispensed needle/suture piece of product code vcp460, lot #pak576 were returned for analysis. During the visual inspection of the sample, the swage and attachment area of the needle were noted to be as expected and the suture was observed detached do the stress applied to the strand, present damaged on the surface and stress at the end. The product code vcp460 contains an absorbable suture and as the sample was received open, the time of exposure of sutures to the environment could not be determined and no functional test can be performed due to sample condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the breakage suture was an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pak576 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent a total hip arthroplasty procedure on (B)(6) 2019 and suture was used. The suture was broken easily during interrupted suturing on the subcutis. There were no patient consequences were reported.